Event description:
During the procedure, the generator did not reach the required temperature. The cable and cannula were exchanged, but the issue persisted. The procedure was cancelled and there was no patient consequences.

Manufacturer narrative:
One neurotherm rf generator was received for evaluation. The nt generator was connected to an external power source and the generator powered on successfully. The reported event of temperature issue was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the provided information and the observed symptoms, the issue was isolated to an abnormal functioning of the compensation board. Reseating the compensation board resolved the reported problem.